Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left bundle branch his bundle pacing lead exhibited placement difficulty and was unable to get good fixation during the implant procedure. The lead was removed. No patient complications have been reported as a result of this event.